Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70 serial #: (B)(4), description: linear 3-6 lead, 70cm; model#: sc-3138-35 serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient will undergo a lead explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the leads were causing discomfort to the patient. The patient underwent an explant procedure. No device malfunction was suspected. The explanted leads were not returned to bsc as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a lead explant procedure for an unknown reason.